Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent dislodgement occurred. The target lesion was located in the mildly tortuous and calcified mid left anterior descending (lad) artery. The physician attempted direct stenting of the lesion with the 2.50x16mm taxus express2 drug eluting stent (des) but after trying it several times, it was not successful. The taxus express2 des was removed from the pt and the physician then went back to predilate the lesion with a 2.5x9mm maverick balloon. The taxus express2 des was inserted a second time and the stent dislodged in the right superficial femoral artery (sfa). The stent was successfully retrieved and the pt was sent to another facility for rotablation. The pt's current condition is listed as "fine".

Manufacturer narrative:
.